Event description:
A report was received in 2002 that a dr had implanted a pmma iol in 2002. The pt was 20/20 following surgery. One week post-op, the pt returned complaining of blurry vision which the dr diagnosed as sterile hypopyon. The culture was negative. Although numerous attempts have been made, no further info has been forthcoming from the dr on this incident.